Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.2 cloud - hardware iphone14.7 cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to 600mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged. Treatment information was not provided.